Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077846/7077973.

Event description:
It was reported that the patient had new mental health issues believed to be due to due to the device. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.